Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Update dw 08-apr-2025: further information was provided that the broken tape was retrieved out of the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery while the surgeon tightened the the device the tape broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt-ib serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the suture system loops were broken off, and the remaining suture is frayed. No damage observed on the button. No functional testing was performed due to the device being damaged. The most likely cause can be attributed to user error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.